Event description:
The customer reported that while the ventilator was connected to a patient, it generated an alarm and eventually displayed two technical error codes, one indicating disabled valves where all gas modules are disabled, the safety valve is opened, the expiratory valve is opened and the power to all these valves is removed to enable spontaneous breathing. The second error code indicated a communication failure with the control circuit board. The machine subsequently stopped ventilating. The patient was hand ventilated and later placed on another ventilator. No injury was reported.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab, solna, sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.